Manufacturer narrative:
Initial.

Event description:
It was reported that after an infusion set and supply change around dinner time, the user experienced persistent hyperglycemia with highest cgm reading of 401 mg/dl lasting approximately 31 hours, used ilet with a teflon subcutaneous set on the abdomen and administered external subcutaneous insulin via pen, with no pump alerts or alarms reported. Symptoms included hyperglycemia and lethargy. Outcomes included an unexpected medical intervention in the form of medication administration and a reportable serious illness/impairment. Troubleshooting and education were completed, including inspection of the infusion site and tubing, filled-tubing verification, site rotation guidance, and carrying spare supplies. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component contribution. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.